Event description:
(B)(4). I started having all symptoms 1 month after placement severe abdominal pain, was dx with interstitial cystitis three months after placement, no desire for intercourse one week after, and kidney stones, loss of appetite hair loss extreme fatigue headaches gallbladder pains dry itchy skin joint pains back pain.